Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI of sacrum. Caller states the pt had a procedure on (B)(6) 2023 to remove spinal hardware and in this procedure the surgeon cut the spinal cord stimulator lead as it was in the way in the spinal canal and removed the cut portion. Caller inquiring if pt can have MRI. Caller states pt reported the spinal cord stimulator is not working and they cannot put it in MRI mode. Caller unable to clarify further and was not with pt at time of call.